Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted. This report is number 1 of 3 mdrs filed for the same event (reference 3005739886-2023-00017).

Event description:
A procedure was performed on an unknown date, utilizing the reform pedicle screw system. While attempting to final tighten the lock screws, the tips of three (3) t25, lock-screw torque drivers (39-rd-0060) broke. The broken tips were removed from the screw head and the procedure was completed utilizing additional drivers readily available. There was no patient injury or delay to the procedure reported.

Manufacturer narrative:
H3 device evaluation - all three drivers are fractured in the area of the t25 tip. Two of the fractured surfaces are heavily skewed relative to the drivers' longitudinal axis and the third is primarily normal to the driver's axis. Heavily skewed breakages are typical in parts subjected to combination loading where torsional loading in conjunction with bending moments lead to part breakage. The part that has a fracture plane that is primarily normal to the driver's axis also has a portion below that fracture plane missing. A crack is also present adjacent to the missing segment. The primary cause for the failures is believed to be due to combination loading which likely initiated crack formation. Proper counter torque wrench usage would typically mitigate bending moments. The reason for the need to apply bending moments is unknown. It is not clear if the breakages were strictly due to the forces applied during the surgery(s) were the failures occurred or if prior high loading conditions applied in prior usage had resulted in crack initiation that subsequently resulted in the failures. It is believed that the part with the missing segment below the normal fracture surface likely had cracks below that normal surface and subsequently broke in that normal plane under near pure torsional loading, but the preceding cracks were likely initiated in a prior procedure where combination loading took place. Review of device history records found (B)(4) pieces of this lot released for distribution on 7/23/2018 with no deviation or anomalies. Two-year complaint history review did not identify a trend for reports of this nature for this part number. No corrective actions are being recommended at this time. This report is number 1 of 3 mrds filed for the same event (reference 3005739886-2023-00015-1/17-1)

Event description:
A procedure was performed on an unknown date, utilizing the reform pedicle screw system. While attempting to final tighten the lock screws, the tips of three (3) t25, lock-screw torque drivers (39-rd-0060) broke. The broken tips were removed from the screw head and the procedure was completed utilizing additional drivers readily available. There was no patient injury or delay to the procedure reported.